Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens of diopter -15.5/+5.0/090 into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged on (B)(6) 2023 for a lens two sizes shorter in length due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).